Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not turn on. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Investigation is ongoing.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. Per attached gfe (good faith effort) the cause of the failure was due to a bad power management board. The email is non-specific as to what was used to correct the device only that it was repaired, the tests were passed, and the device is back in service.